Manufacturer narrative:
The initial MDR 2432235-2015-00548 was filed on november 23, 2015.additional information (12/01/2015): the customer provided the patient data.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the ion-selective electrode (ise) stirrer was sticking intermittently. The cse replaced the ise stirrer and ran a coefficient of variation check, which was acceptable. The cse also performed calibration and ran quality controls, which passed. The cause of the discordant, falsely low sodium, potassium and chloride results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium, potassium and chloride results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 2400 instrument, resulting as expected. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium, potassium and chloride results.